Event description:
It was reported via repair work order that the fowler was drifting due to a malfunctioning motor. It was also reported that the power cord sheathing was torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was drifting due to a malfunctioning motor. It was also reported that the power cord sheathing was torn exposing bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined that power cord sheathing was torn exposing bare wires.